Event description:
It was reported to boston scientific corporation in 2008, that a 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, during the procedure, seven minutes into the heating cycle, 5 to 10 cc of saline escaped from the cervix burning the outer portion of the cervix. The physician added another tenaculum and a long alice clamp and completed the procedure. The physician put silvadine cream on the burn. There is no further information available regarding the patient.

Manufacturer narrative:
The results of the nasp documentation review show all in-process and final release testing were performed in accordance with the appropriate procedures. No evidence of a manufacturing related, potential cause for this type of event was found. The 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The device was not returned for analysis however it was noted in the event description and follow up that their was fluid leakage from the cervix which is evident of a poor cervical seal; the console generated an alarm when the fluid leaked from the cervix, which is how the equipment is designed to respond to a fluid leak. Please refer to the hta users manual pages 6 - 7 regarding the precautions and warnings which relate to poor cervical seals. Pages 38 and 40 also refer to the importance of visually ensuring that there is a good seal and that no leakage is present.